Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, after firing the device, the staples were malformed. Changed to a new reload and it only partially fired. Changed to another device to compete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2020. D4: batch # t5ek3w. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with an ecr60b cartridge reload loaded on the device. The cartridge was received partially fired 1/16 with one piece sled damaged. In addition, another ecr60d reload (b) was received fully fired with four double drivers missing and one double driver out of position. Further analysis showed the four staples still remain inside the pockets. The missing drivers did not create a fluid path. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.